Event description:
It was reported that the patient presented in clinic for a follow up with stored episodes of right ventricular (rv) oversensing as myopotential oversensing recorded by the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was in stable condition.